Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer was not aware of any trauma to the iab and noted that the fluid lumen was thrombosed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer was not aware of any trauma to the iab and noted that the fluid lumen was thrombosed. They were able to connect the spare ECG cable from the console to the bedside monitor to resolve the issue and continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID #(B)(4).